Event description:
Facility employee stated that a resident had complained of having back pain after an incident that occurred with her bariatric bed frame which is on rent from joerns. Per the patient as well as a licensed nurse who was present at the time, the bed frame suddenly "dropped" as per her description, while they were positioning the patient in the bed. The patient then complained of back pain she felt was related to the sudden jolt of the frame dropping. The facility arranged for tthe patient to go out to the hospital to have her back pain addressed and to be examined. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).